Event description:
Cardiac vascular intervention procedure to treat coronary artery disease in the lad. The area needing treatment was where a bend in the lad was present. The physician began the procedure by advancing the guidewire through the occlusion and then used the turbo-elite to ablate the lesion; however after treatment a perforation of the lad was discovered. The perforation was treated successfully with a balloon to seal it, echo revealed minimal effusion and the patient was stable post intervention.

Manufacturer narrative:
Follow up is being submitted to provide patient's medical history, pre-op labs/tests, patient's dob and additional concomitant devices used. Complaint description updated, initially was reported from the description of events field that a turbo elite was used; this information was inaccurate and has now been changed to report on the elca device that was used.

Event description:
Clarification of description of the event. Cardiac vascular intervention procedure to treat coronary artery disease in the lad. The area needing treatment was where a bend in the lad was present. The physician began the procedure by advancing the guidewire through the occlusion and then used the elca to ablate the lesion; however after treatment a perforation of the lad was discovered. The perforation was treated successfully with a balloon to seal it, echo revealed minimal effusion and the patient was stable post intervention.